Manufacturer narrative:
(B)(4). D10: unknown bearing, lot unknown. Unknown tibial component, lot unknown. G2 ¿ foreign ¿ united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Lachlan, w. A., priyanka, g., hasan, r. M., stefano c., benjamin, j. L. K, david, w. M., stephen j. M. (2024). Polyethylene bearing wear is comparable for cemented and cementless oxford unicompartmental knee replacements: ten-year results of a randomized controlled trial. Knee surg sports traumatol arthrosc., 32 (2), 405¿417. Https://doi.org/10.1002/ksa.12042.

Event description:
It was reported in a journal article that the patient within the cementless group was revised due to pain at the ten-year follow-up. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot numbers. A review of the complaint histories could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.